Event description:
The customer reported that there were hemoglobin ( hgb) voteouts on patient samples run on the lh780 instrument. The customer also reported that reproducibility tests had failed on the instrument. The customer stated that any patient samples results that were questionable were rerun on another instrument and verified. Patent treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the hgb reproducibility failure due to a low hgb on the initial sample of the run test. He replaced the 2-way valve, the hgb lamp, the cuvette and the holder. This resolved the issue. (B)(4).